Manufacturer narrative:
Multiple patient involved. Date of implant: unknown. This report is for an unk - constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in netherlands as follows: this report is being filed after the review of the following journal article: hoorntje, a. Et al (2019), predictors of return to work after high tibial osteotomy: the importance of being a breadwinner, the orthopedic journal of sports medicine, vol. 7 (12), pages 1-10, https://doi.org/10.1177/2325967119890056 (netherlands). The aim of this retrospective, monocenter cross-sectional, cohort study is to investigate the extent and timing of rtw after hto in the largest cohort to date regarding work-related outcomes. The secondary aim was to identify prognostic factors for successful rtw. Between 2012 to 2015, a total of 349 patients (192 male and 157 female) with a mean age of 47.1 + 12.1 years were included in the study. Patients underwent high tibial osteotomy (hto). Plate fixation for all opening wedge, closing wedge, and denotation hto procedures was performed with angular stable plates (tomofix; synthes). For single-plane flexion or extension hto, fixation with 2 staples from a competitor and 3 small fragment screws (synthes) was performed. The mean follow-up period was 3.6 + 1.0 years. The following complications were reported as follows: 8 patients reported complaints related to the operated knee. 24 patients underwent revision surgery: osteotomy (n=2), nonunion (n=3), tka (n=13), arthroscopic debridement (n=4), meniscectomy (n=1), manipulation under anesthesia (n=1). 194 patients underwent hardware removal. This report is for an unknown synthes plate/screws constructs.